Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported asthma. In addition, the patient also alleged nose irritation, respiratory tract irritation, dizziness and headache. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged that the nose irritation, respiratory tract irritation, dizziness and headache. There was no report of patient harm/injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was two error codes found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box h6 and recall number was updated in this report.